Event description:
Reportedly, the smartview connect could not find signal despite troubleshooting attempts. Rms support team observed that two certificated were downloaded by the device on (B)(6) 2023.

Event description:
Reportedly, the smartview connect could not find signal despite troubleshooting attempts. Rms support team observed that two certificates were downloaded by the device on (B)(6) 2023.